Event description:
One patient generated a false positive (repeat reactive) result with the prism hiv o plus assay that generated a negative western blot result. No suspect results were reported from the lab. There is no impact to patient management reported.

Event description:
The customer has observed a higher than usual number of repeat reactive results for the month of (B)(6) 2012 using the prism (B)(6) reagent lot 10329m501. From their metrics data, the initial reactive rate is 0.20 while the repeat reactive rate is 0.18 for 5441 serum samples tested. This assay's package insert ranges for initial reactives is 0.02 - 0.16 and for repeat reactives is 0.0 - 0.11 for serum samples. Samples sent for verification testing by western blot found one indeterminate and a few others negative. No individual specific donor testing information is available. The customer noted fifteen samples affected by this issue. No suspect results have been reported from the lab. There is no impact to patient managment reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient information documented as provided by the customer. (B)(4).

Manufacturer narrative:
Customer complaints received to-date were reviewed to determine if other customers have experienced the issue encountered at this facility. The review of this data did not identify any adverse trend in reports related to the issue that would suggest a potential problem. Clinical specificity was evaluated by completing a review of field data reported to the abbott prism metrics database from customers using the prism hiv o plus assay. (B)(4). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The prism hiv o plus package insert contains information to address the current customer issue. Based on the results of this present investigation, the abbott prism hiv o plus reagents, list number 03l68 are performing as intended and no additional product issues were identified. No further investigation is required.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).